Event description:
It was reported that during use with bd micro-fine¿+ pen needles 32g x 4mm the cap was too large and would not detach the hub. The following information was provided by the initial reporter, translated from japanese to english: the needle stuck in patient because the gap between the needle and the case was too large to detach the hub.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that during use with bd micro-fine¿+ pen needles 32g x 4mm the cap was too large and would not detach the hub. The following information was provided by the initial reporter, translated from japanese to english: the needle stuck in patient because the gap between the needle and the case was too large to detach the hub.